Event description:
It was reported to philips that the pins on the battery pca were bent. It was reported to philips that the pins on the battery pca were bent.

Event description:
It was reported to philips that the pins on the battery pca were bent. It was reported to philips that the pins on the battery pca were bent. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 6 was found slightly bent.